Event description:
Same pt as MFR report #: 2134265-2009-01516. It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. A 3.0x28mm liberte' bare metal stent was implanted in a mid left anterior descending artery. Six months later, the pt presented with class three angina. The 80% re-stenosed lesion was predilated with unk 1.5mm, 2.25mm and 3.0mm balloons. The 2.25x28mm taxus liberte' drug eluting stent was advanced, but the physician encountered strong resistance and could not cross the lesion. When the device was removed, stent damage was noted. The procedure was completed with balloon angioplasty. No pt injuries or complications occurred. Pt status is satisfactory. Attempts made to obtain additional information have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.